Event description:
Information was received indicating that when the patient was using this ambulatory infusion pump they were having difficulty tightening the syringe on the shaft. The patient was instructed on the mixing process and how to use the pump. No adverse patient effects were reported.